Event description:
Induction of anesthesia. #5 lma placed under direct manipulation; attempted ventilation; significant leak noted at 12-15 ml h2o; attempted reposition; persistent leak. Deflated cuff, removed stem/tube only; complete fracutre noted. Attempted removal of phalange via pilot balloon; again broke off of diaphragm. Attempted direct removal with hemostat with fragments removed only. Direct laryngoscopy; distal portion of tube noted to be behind soft palate. Distal tube and diaphragm removed with hemostat under direct laryngoscopy.